Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was near syncope. A chest x-ray revealed that the right atrial lead was fractured. The lead was replaced.